Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 had failed and required maintenance. The field service engineer (fse) identified that drawer 5 was not detecting the open position, and the cubies were not opening when the drawer was fully extended. While the customer attempted a recovery, the fse observed remotely. The device detected the open state but failed to recognize how far it was extended, leaving the drawer recoverable but with no cubies accessible. Since the issue could not be resolved remotely, onsite assistance was scheduled. Upon arrival, the fse¿s troubleshooting revealed that the problem was due to a defective position sensor on drawer 5 of the main station. The sensor was replaced, and the unit was tested in diagnostic hardware test application. Functionality was then verified with the customer, confirming that the station was working properly while in inventory. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 5 failed and required maintenance. The user rebooted the station and performed a recovery storage; however, the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.